Event description:
Pt. Had 20g 20 cm l-cath brand midline placed on 1-10-97. Mother of pt. Tripped over catheter while pt. Playing on floor. IV cath was pulled, and midline broke 1" above hub. IV was held in place by steri strips and did not float into pt. ER-rn visit to pt, midline discontinued and new IV was restarted.